Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 1 year and 6 months post implant of a 26mm sapien 3 valve in the aortic position, the patient developed severe paravalvular leak (pvl). The valve was post-dilated with a 26mm ultra delivery system and an additional 4 cc of contrast to seal the leak. The patient had a borderline measurement between 26 and 29 mm valve. The physicians decided on 26mm valve due to stj measurement.

Manufacturer narrative:
Additional information was received. The patient was symptomatic. The symptoms were syncope and lethargy with high gradient. Despite requests, additional information and medical records were unable to be obtained. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the worsening pvl could not be confirmed. However, patient / procedure factors (borderline measurement between 26 and 29 mm valve) may have been a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.